Event description:
Caller alleging discrepant low inratio reading. On (B)(6) 2013 inratio 1.4, repeat inratio 2.4. No lab draws. Time between testing unknown. Patient's therapeutic range unknown.

Manufacturer narrative:
Investigation pending.